Event description:
During t2ph surgery the guide sleeve could not go through the 4th hole of the target device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional devices: 1806-2035 targeting arm t2 prox. Hum. Lot # khi112627; 1806-0180 tissue protection sleeve, short t2 tibia 9mm lot # k204875.